Event description:
It was reported that the pt was not receiving stimulation; high impedance measurements were noted during troubleshooting. Additional info has been requested; a follow-up will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).